Manufacturer narrative:
The device was not returned for evaluation. It was reported that the patient suffered a hemorrhagic stroke and care was ultimately withdrawn. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 months, 13 days. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted with a heartmate ii left ventricular assist device (lvad). It was reported that the patient was taken to the emergency department after collapsing on (B)(6) 2015. The patient was intubated and transferred to the intensive care unit. A brain CT scan indicated large intracerebral and intraventricular hemorrhages and a small right subarachnoid hemorrhage - not surgically treatable. Brainstem testing was undertaken on (B)(6) 2015 and life support was withdrawn. The pump will not be returned for analysis. No further information was provided.